Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the seventh distal strut pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31-jul-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 3 x 28mm, concentric target lesion with a significant bend of >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. A 32 x 3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damaged.